Event description:
In 2008, the distributor reported that during receipt of the product, it was noticed that the screw head falls out.

Manufacturer narrative:
Request has been made to obtain the product. Device MFR date is unk. Evaluation is pending upon the return of the product.